Manufacturer narrative:
(B)(6).

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A pre-tee was performed with a measurement of 16.3mm for ostium maximum diameter, and 28.2mm for the maximum depth. From the atrial septal aneurysm and left atrial appendage form, atrial septal puncture was assumed as inferior/mid. After the atrial septal puncture, the sheath used for the atrial septal puncture was difficult to cross. The pigtail catheter was then used and accessed the left atrial appendage. When angiography was performed, the left atrial appendage was noted to be small and windsock shaped extending to the anterior. Tee and fluoroscopic images were judged comprehensively and a 21mm watchman laa closure device & delivery system was used and deployed without problem. Placement position was distal, so a partial recapture was performed. The device was redeployed but was again too distal. The compression rate was low and a full recapture was performed without problem. A 24mm device was chosen so the pigtail catheter was inserted again. Access sheath position was adjusted to its appropriate position, and then the pigtail catheter was attempted to be removed, but there was no reverse blood from the access sheath, so the access sheath position was adjusted, and reverse blood was confirmed. The delivery system was inserted. When the access sheath and the delivery system was tried to integrate with the position where the distal marker band were matched, severe resistance was felt when the access sheath was attempted to be pulled back, and it took a long time to integrate. Due to the severe resistance that was felt, load was applied on the access sheath, and although it was not the intention of the surgeon, the delivery system got advanced further. As a result, the tip of the delivery system was noticed through the shadow of the left atrial appendage, so the procedure was stopped. Angiography was performed, and the left atrial appendage perforation was confirmed. The procedure was stopped while progress was being observed. The rate of the pericardial effusion was very slow. While discussing whether to perform pericardial drainage or surgery, the pericardial effusion was gradually becoming more prominent, so hemostasis and atrial appendage excision by thoracotomy was performed. There was no adverse effect with the general condition of the patient, so he was discharged from the operating room. There was no health damage to the patient.